Manufacturer narrative:
(B)(4).

Event description:
The company was informed that the recipient had a reported case of meningitis. The recipient's device was explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's meningitis is reportedly not device related. The recipient was prescribed antibiotics. Additional treatment details were not provided. The recipient's meningitis has resolved. This is the final report.

Event description:
The company was informed that the recipient had a reported case of meningitis. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.